Event description:
Information was received from a healthcare professional (hcp) and a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The patient let the hcp know that their device quit working, it was unknown when the issue began. The rn from the hcp office stated that on (B)(6) 2021 the patient was seen by the manufacturer¿s representative who found lead to be broken on testing, there were no further details on the actual lead issue or cause in the chart. Patient was scheduled for replacement, and on (B)(6) 2021 when the hcp opened the pocket for replacement the ins was no longer connected to the lead, and the tissue looked infected, so the hcp did not remove the lead, only the ins, and the patient was placed on bacitracin, and advised to come back 1-2 months later for new implant, but they did not have replacement yet. Patient weight at time of explant: (B)(6) pounds. The ins was disposed of and lead remains in place.

Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 978b128, lot#: va2bfuy, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 17-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.